Event description:
(B)(4). It was reported post a percutaneous coronary intervention, the patient experienced angina. In (B)(6) 2008, the patient presented with recurrent angina type chest discomfort and was diagnosed with stable angina and cardiac catheterization was recommended. A 90% stenosed and 9.0mm long target lesion was located in the distal left anterior descending artery with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of a 2.50x16mm (B)(4) stent, resulting in 0% residual stenosis following post dilation. In addition, an 80% stenosed non-target lesion located in mid right coronary artery was treated with 2.50x16 mm taxus express stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented to the emergency room with complaints of chest pain. The patient was transferred to another medical facility and cardiac catheterization was recommended. A non target vessel revascularization was performed and two days later, the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).